Manufacturer narrative:
H3: code "other" was selected as the medical device is not available for return. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: occlusion /stenosis of device or native vessel, dissection, perforation, or ruptures of the aortic vessel and surrounding vasculature, death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis. Reportedly, a stent graft was placed in the right renal artery using the chimney technique. Intra-operative angiography after the trunk-ipsilateral leg component deployment revealed that the left renal artery was unintentionally covered by the device, hence, an additional bare stent was placed in the left renal artery. The procedure was completed. About an hour after surgery, the patient developed a type a aortic dissection. The patient died shortly thereafter. The physician reported that it did not appear to be a retrograde dissection arising from the proximal end of the trunk-ipsilateral leg component, but the pathologic autopsy did not identify a clear entry. The physician also reported that the possibility of dissection formation due to catheter manipulation during bare stent insertion.